Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and front therapy electrode (te) between ECG electrodes a and b. The cause of the non-functional therapy electrodes is the open pulse wire. The root cause of the open pulse wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.